Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 270 units of insulin. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer ultimately loaded a new cartridge successfully, and received an accurate fill estimate. Customer's blood glucose level was 123 mg/dl.